Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant check the pad messages) has been confirmed. Upon evaluation, component v4 was shorted in ECG electrodes c and d. The v4 component is a voltage suppressor located on the four ECG boards within the ECG sensing electrodes. The root cause for the defective voltage suppressors was not positively identified. No adverse event resulted from the shorted components. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report that he has been receiving constant "check the pad" messages. The patient was issued a replacement electrode belt.